Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a battery contact issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8 am. She reported to the cca that she was unable to remove the battery from its compartment inside the subject meter, even though she was using the plastic ribbon designated to pull it out. It is unknown what type of diabetes management she follows, if any and whether or not she made any changes to her usual treatment. The patient claimed after the alleged issue started, she felt 'low blood sugar symptoms'. She denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.